Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved with band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported that during a routine adjustment fill, physician was unable to aspirate fluid from the band. Pt complained of "abdominal pain" and the band was explanted without replacement. Health professional reported band prolapse was diagnosed during explant surgery.